Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hypotension due to a pacing problem with the implantable pulse generator (ipg) device. The device did not pace at the magnet rate. The ipg was reprogrammed to achieve pacing at the magnet rate and remains in use. No further patient complications have been reported as a result of this event.